Manufacturer narrative:
E1 phone number: (B)(4). B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device main board and downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main board and dso seal were replaced and the device passed all testing.

Event description:
It was reported that the device displayed an 'error 46446'. There was no reported patient involvement.